Event description:
It was reported that when using the pyxis medstation es system drawer 4.1 pocket e1 failed to open. The customer stated that there was a delay in patientcare while removing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer replaced the retractor band and the problem still persists. A field service engineer was able to move the motherboard around and recreate the problem. A field service engineer removed the cubie pocket physically and opened the cubie pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.